Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 16.2cm was returned for analysis. Final analysis found an external insulation abrasion noted at 12.0-12.8 cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.